Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.